Manufacturer narrative:
The pt stated that a consulting surgeon did not recommend further surgeries due to the chance of having further complications. The event is currently under investigation at mako surgical. A supplemental report will be filed upon determination of results.

Event description:
A pt had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). Mako was made aware via a pt survey that the pt is experiencing pain and swelling in the operative knee.